Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had fingerprint scanner failure. A field service engineer (fse) identified intermittent disconnection of the fingerprint scanner and addressed the issue by re-seating the universal serial bus cable at both ends and loosening the wire ties in the monitor support neck to reduce cable strain, after which the scanners functionality was verified as normal through diagnostic testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station had issue with bio ID, the wire kept getting unplug. Station was disconnected and reconnect but there was noise when they touch the screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.